Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they customer experienced low blood glucose. The high blood glucose level was 45 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer allege insulin pump was under delivering. It was unknown about using auto mode or not. The insulin pump will be returned for analysis.